Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 137 mg/dl at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.